Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the lead could be inserted into a reference device with resistance. The dimension of the leads front seal was measured and found to be out of specification for the product.

Event description:
It was reported that during the implant procedure, the lead could not be fully inserted into the connector of the pulse generator. The lead was not used and a new lead was implanted.